Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament (acl) reconstruction procedure performed on (B)(6) 2023 it was observed that the cannulated drill was getting caught in the sleeve of both rigidfix fem2.7mm b/t/b xpin devices used in the procedure. There were no reported adverse patient consequences. There was no surgical delay reported. No additional information was provided. This is report 1 of 2 for the same event in (B)(4).